Event description:
The customer reported image corruption on the system and that some images may not be retrieved. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.